Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he thought his body got immune to the electricity. The patient was told to turn stimulation up to neutralize the nerve attack and the higher he went the more nerve attacks he got. The patient stated that when the amperage was turned up to 600, 700, 800 he couldn't walk around, couldn't function and became an instant vegetable. The patient mentioned when he had to turn it up so high to try and neutralize the attack from the nerve the more he had to recharge; he had to charge for 4,5,6 hours three times a week and when he recharged he tasted electricity since day one. When the patient was charging it got hot like a grill. The patient had it on for four hours and he couldn't move or he might lose a block and he had to jump in a cold shower afterwards. The patient explained he was told they couldn't fully turn it on until it set into his body and it should take 30 days. He was turned on in (B)(6) 2017 and had five programs and had tried all of them. The patient noted they were trying to wean him off narcotics and between the narcotics and stimulation he had about (B)(4) pain relief. When the patient laid in bed it attacked his knee, hip, left ankle and heal and attacked his right side with electricity and metal bolts. The patient wanted the device taken out. The patient reported he didn't sleep at night and if he got two hours that was a victory. The patient stated he drinks a gallon a day of aloe vera and the aloe vera dilutes the voltages in his system and weakens it. The patient mentioned he was like a battery and when he went into a store an alarm goes off. The patient kept saying he was notifying the fbi about the situation. The patient stated he was going to do something with his body so that he can get attention, he said to watch the news. The patient mentioned the doctor and manufacturer representative told him he couldn't turn stimulation off or he wouldn't be able to turn it back on. The indication for use was non-malignant pain.